Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device changeout, the ventricular lead dislodged. The lead was capped and replaced.